Manufacturer narrative:
Additional information was received that the reported initial event was caused by use error. Therefore, there was no reportable malfunction. H3 other text: additional information was received that the reported initial event was caused by use error. Therefore, there was no reportable malfunction.

Event description:
The customer reported a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare was informed the customer resolved the issue; therefore, there is no repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).